Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with a non-stryker microcatheter used during the procedure. Visual and microscopic inspection of the device found that the coil delivery wire was broken/fractured. A patency mandrel was advanced through the returned non-stryker microcatheter and it was found that the main coil was manually detached and confirmed that it was not returned. Functional test could not be performed as the main coil was not returned. Based on the available information, the premature detachment/separation of main coil was attributed to procedural factors, as these defects appear to be associated with a product that met stryker and design and manufacturing specifications, but performance was limited due to procedural or anatomical factors during use. It can also be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage will be assigned. In addition, information provided by the customer indicated that intermittent flush was maintained. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the investigation results and available information an assignable cause of user error will be assigned to the alleged coil friction. Issue investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device found that the coil (subject device) delivery wire was broken and fractured and the coil prematurely detached inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.